Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred while in use on a patient. The temporary cardiac pacemaker electrode was introduced and it did not produce a response, neither stimulated the myocardial tissue. As a result, they used another electrode which works correctly. Due to this, the power source of pacemakers was discarded as the possible root of the problem. No patient complications reported.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of no pacing signal is confirmed. The proximal wire was found broken beneath the electrode casing. The root cause of the broken electrode wire is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This event is currently isolated and will be monitored for developing trends.

Event description:
It was reported that the event occurred while in use on a patient. The temporary cardiac pacemaker electrode was introduced and it did not produce a response, neither stimulated the myocardial tissue. As a result, they used another electrode which works correctly. Due to this, the power source of pacemakers was discarded as the possible root of the problem. No patient complications reported.